Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Device lot number is not available. Device manufacture date is dependent upon device lot number, thus it is unavailable. Part has not been received for evaluation.

Event description:
A site representative reported that there was damage to an open spine clamp driver. It was reported that the tip of the driver was stripped and would not engage with the matching screws. Information regarding how this damage occurred is unavailable. No patient was present when this was discovered, and no additional details were provided.

Manufacturer narrative:
(B)(4). Code was inadvertently selected as the part was not returned for analysis, device evaluation cannot be completed.